Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material# unknown. Batch# unknown. It was reported adverse reaction. Verbatim: reports today that quite a few patients are reacting to the actual chloraprep contents. Its making the skin go very red and they are reacting to the skin prep¿. I have followed up with the following questions below and await reply.